Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was inspected and the reported issue was confirmed. Error code e222, scope communication error, was displayed on the monitor due to a faulty cable. Moreover, findings of a failed leak test at the camera head cover. There was also a puncture. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair." "If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus that after 30 seconds of using the camera head, an error message appeared and the screen went blank. The issue occurred during an unknown procedure, which was completed with a similar device. There was no patient harm associated with the event.